Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device unexpectedly reboots itself after a few seconds. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
A root cause for the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device unexpectedly reboots itself after a few seconds. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device unexpectedly reboots itself after a few seconds. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the operator interrupting the software update while it was in progress by opening the lid.